Manufacturer narrative:
Additional information: section d9: device available for evaluation: no. Photographs are available for evaluation. Section d9: returned to manufacturer on: n/a. Section h3: device evaluated by manufacturer: no. Photographs are evaluated. Device evaluation: the photos showed the lens outside of the patient's eye and a crack-like mark can be observed on the optic. A photo of the folding carton was received, and no issues were observed. No further evaluation was performed, and no product has been received. Conclusion: the complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens had a crack in the middle, occurred during preparation. The lens was difficult to advance which otherwise is usually easy. It was decided to inject it into the eye as surgeons had experienced it before where difficulty advancing is correlated with a lens issue. The lens was removed from the cartridge and found it was cracked in the middle. Lens was handed off well but it fell on the floor of the operating room and was then unable to locate it. Lens is not able for return. No further information is available.